Manufacturer narrative:
Product event summary: it was confirmed that the stylus and cursor did not align on the display screen. The programmer also failed incoming functional testing. The lower case feet were worn and the power cord bay was broken. It was also found that the power supply and system fan were noisy.

Event description:
It was reported that the programmer's stylus was unable to be calibrated. The programmer has been returned to service. There was no patient involvement.